Event description:
The patient received an scs system including an ipg on (B)(6) 2005. It was reported that she is without stimulation and that her ipg may have reached its end-of-life. The patient's program parameters are not available for purposes of confirming normal battery depletion. A decision regarding the next course of action has not been finalized.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.